Event description:
Related manufacturing ref: 3008452825-2021-00465. During a paroxysmal atrial fibrillation procedure, a perforation occurred during ablation of the left atrial appendage/superior pulmonary vein ridge. The perforation resulted in a pericardial effusion and eventual sternotomy. The physician believes that the tacticath se and rigidness of the agilis nxt sheath contributed to the perforation.

Event description:
The patient is stable and recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.